Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found during the preparation process and the patient was moved to another device to complete the procedure. The philips remote service engineer (rse) connected with the customer and confirmed that the system failed to store images and could not expose intermittently. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the logfiles and found the disk bay error. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse bypassed the disk bay to solve the problem temporarily. After a day the fse replaced the hard disk bay. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an image storage issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.